Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead; lot# unknown; implanted: (B)(6) 2010; product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead; serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the generator reached end of service (eos) status and therapy was discontinued/therapy was lost. The cause of the event was because the patient did not check battery level with his patient programmer. Interrogation/impedance check were done. The generator was replaced, and the issue was resolved at the time of the report. The surgeon noted that the eos was absolutely due to normal battery depletion. Therapy was lost because the patient did not check their battery level and allowed it to deplete. Additional information was received from manufacturer representative (rep). Rep reported impedance on contacts 0,8,9 was high pre op. These impudence remained high after replacement of scheduled replacement. The replacement was due to normal generator battery depletion, healthcare provider (hcp) was aware of preop high impedance that remained post op with new generator. Hcp does not want any intervention at this time.